Event description:
It was reported that an ilet pump screen developed an led crack that rendered the display unusable, and the user transitioned to backup therapy; the user did not know how or when the damage occurred. Symptoms included no adverse clinical effects reported. Outcomes included no impact requiring medical intervention, no hospitalization, and continued glucose monitoring with a compatible cgm application. Investigation included complaint intake, user guidance to shut down the device to prevent further alerts, instruction to sync data to the mobile app before return, and arrangements for device replacement and return shipping. Investigation of this case revealed a broken or cracked display consistent with physical damage affecting the screen component, with functionality loss limited to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related damage not indicative of a systemic device malfunction.